Manufacturer narrative:
510(k) number: k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 3rd october 2018. Following the lab evaluation the following questions were asked and reply received did the needle break/fracture in the patient? How was the broken/fractured part of the needle retrieved? Broke in the patient but it was hanging. Was still able to retrieve it but it is already broken. Root cause: the root cause of this complaint can possibly be attributed to customer error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As needle penetration of the target site was difficult the user error could have caused the kink at the needle notch resulting in the needle fracture. Document review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The review of relevant information, confirms the failure mode of needle broken - user error has occurred IFU review: the notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use for any damage: "if an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use (ifu0077-4). Summary: complaint is confirmed as the failure was verified in the laboratory. The risk was determined to be no risk (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This file is being reported based on the FDA MDR malfunction precedence "distal needle breakage" procore needle was used to puncture mass from the gastric body. Upon completion of 1st pass the needle was withdrawn and specimen was retrieved. On inspection of the fna needle, needle was noted to be fractured.